Event description:
Tbm states that the provider is shipping these units to (B)(6) and using a converter kit to be able to charge the units on their voltage. Provider reported that 3 of the units began sparking and shut the breaker off after being used with the converter kit.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.